Event description:
Our affiliate is reporting that during a procedure the distal tip of the inserter device broke off into the patient's body and remains there in.

Event description:
Co's affiliate is reporting that during a procedure the distal tip of the inserter device broke off into the pt's body and remains there in.